Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the recharger was not charging the patient's ins. Patient stated that she used the sticky patches and checks it every couple of hours when she is charging her neurostimulator (ins). Patient stated that she typically recharges when she sleeps, however, she was not sleeping for long periods of time. Patient stated that she typically recharges once a week and the recharge has not been dropped or wet. Patient stated she ran out of the sticky patches. During the call when the patient tried to recharge ins, patient stated that she received full coupling and that the insr battery was full however the ins battery was about 1/8 full and has not increased. Patient reported they experienced this last month. No symptoms reported. No further complications were reported/anticipated.